Manufacturer narrative:
Concomitant products: product ID 3093-28, lot # va0a2md, implanted: (B)(6) 2015, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).

Event description:
The patient reported paresthesia in the wrong location and uncomfortable stimulation. She was on this program for about 3 weeks, did try a different program once. However, results were not as good so she switched back to the current program and had been at the setting for 1.0 for 3 weeks. The patient¿s toes were curling and there was return of symptoms. It was confirmed with the patient programmer (pp) on the implantable neurostimulator (ins) that therapy was on. The issue was related to positional movements and it occurred when lying down. Decreasing the amplitude eliminated the uncomfortable stimulation. The patient had decreased it from 1.0 to 0.7 last night. The patient was going to adjust stimulation; however, if she determined that she needed a reprogramming session she was going to follow up with the healthcare provider (hcp). It was noted that the change in therapy and symptoms was considered sudden. The toes curling occurred last night and a return of symptoms occurred on the day of the report. It was noted that the patient's relevant medical history includes urinary dysfunctional/sacral nerve stim and gastrointestinal/pelvic floor. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.